Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the observed issue could not be determined, however, due to the observed leak in the channel, it is likely that efficient device reprocessing could not be performed. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had foreign matter in the clamp channel and the angle of the clamp channel was insufficient. The event was observed during a diagnostic gastroscope procedure which was completed with the same set of equipment. The patient was not under sedation and there was no patient harm or injury reported.

Manufacturer narrative:
E1; (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was also foreign material clogging the channel tube. Additionally, the channel tube was leaking water and air, and it buckled and deformed. There is reduced and insufficient angulation and switch¿s 1 and 2 have a scratch. Further, there were crystals inside the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.